Event description:
It was reported that, "the implant failed. After cement implant interface with 0% bonding for the implant."

Manufacturer narrative:
Device not returned. No evaluation will be performed. Should device become available with additional info, a supplemental report will be issued.